Event description:
The customer reported an issue with their freestyle flash blood glucose meter which suggests that the memory overwrite malfunction has occurred. The customer also reported experiencing the following symptoms: "dizziness, disorientation and hotness". There was no report of death or serious injury. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.